Event description:
A medtronic rep reported that the site was experiencing red crosshairs and could not navigate any instruments in an ent surgery. Surgeon successfully completed the surgery with the use of the fusion navigation system. There was no impact to the pt outcome.

Manufacturer narrative:
Hosp declined to provide pt ID or age. The issue was resolved by restarting the software.